Manufacturer narrative:
Device code relates to problem code for the reported event of "stent broken". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preload db stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. On (B)(6) 2016 the advanix biliary stent was placed with no issues reported. On (B)(6) 2017, while the physician was removing the stent during the planned removal procedure, the stent broke at the tip where it was being removed. No pieces of the device broke off and fell into the patient. The device was removed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent is blackened, the proximal section of the stent is stretched and broken. Probably the stent was blackened due to the device was in place for several months. Based on product analysis, forcibly grab by the snare wire can stretch, cut or tear the stent during the removal procedure. The damages found on the stent are typically made due to grab the stent with the snare during the stent removal. Therefore, ¿operational context¿ was selected as the most probable root cause of the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preload db stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. On (B)(6) 2016 the advanix biliary stent was placed with no issues reported. On (B)(6) 2017, while the physician was removing the stent during the planned removal procedure, the stent broke at the tip where it was being removed. No pieces of the device broke off and fell into the patient. The device was removed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".